Event description:
The manufacturer received information alleging a "low circuit leak" alarm continued to sound when in patient use. During the evaluation of the device at the manufacturer's service center, the alarm was confirmed in the device's event log and the device failed a step during testing. Inspection of the device revealed that the air delivery route was contaminated with an adhesion of white power-like material. It is assumed that the white power-like material entered the device, which caused a failure in sensor board, resulting in occurrence of the reported issue. The sensor board needs to be replaced to resolve the issue. However, the service life of the device ended on 02/25/2024, repair was not performed due to the lease being up, and the device will be scrapped.